Event description:
Returned device analysis do not identified a separation in the distal tip; however, the account stated that there was no guide wire separation during procedure and this was only a report of resistance. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove and failure to advance could not be tested as they were based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Dimensional analysis of the guide wire found the outer diameter to be within specification, indicating a product quality issue did not contribute to the reported failure to advance or difficult to remove. In this case, it is likely that the guide wire interacted with the patient¿s anatomy, as resistance was noted, resulting in the reported difficulties. Manipulation of the guide wire when resistance was encountered likely contributed to the noted coil and core damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 health effect - clinical code: 4687 removed.h6 health effect - impact code: 4614 removed.h6 medical device problem code: 1562 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The ht balance middleweight universal guide wire became stuck and was unable to be advanced due the anatomy and met resistance during removal. Additionally, the distal tip of the guide wire separated and remains in the patient's anatomy. Another balance middle weight guide wire was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.